Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, diabetes mellitus, diseased mucous membrane, immediate implantation, infection, increased sensitivity, inflammation, mobility. Bacteria from previous extracted endo teeth caused failure. Same patient as (B)(6).